Manufacturer narrative:
The stent was not positioned between the marker bands as per specification; the most distal stent segment was overlapping the distal marker band. The most proximal stent segment was stretched and overlapping the proximal marker band. The 19th, 20th, 24th and 25th distal segment had raised, stretched and deformed struts. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use one endeavor resolute rx drug eluting stent to treat a moderately tortuous and severely calcified distal cx lesion, exhibiting 75 % stenosis. It was reported that the device was removed from its packaging and inspected with no issues noted. The lesion was pre-dilated and negative prep was performed successfully. Resistance was encountered when advancing the device and excessive force was not used. It was reported that the stent could not pass through the lesion due to vessel calcification. On pulling back the device, damage to the stent struts was noted. The procedure was completed with ptca, without further complication. No patient injury was reported. It was reported that the physician believes that the event was due to patient morphology/anatomy and was not device related. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.